Manufacturer narrative:
Additional information: further information was provided which stated the patient experienced glare and haloes affecting the quality of vision. The patient was discharged after surgery without incident. The following fields for the patient's date of birth, gender, and patient codes have now been updated accordingly. Age/date of birth: (B)(6) 1937. Sex/gender: male. Patient code 3191- glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: exact date unknown, not provided but best estimate is between (B)(6) 2018 - (B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye due to the patient experiencing dysphotopsia. The explanted lens was replaced with a non-jjsv toric iol. No additional information was provided to johnson & johnson surgical vision.